Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) with this right ventricular (rv) lead exhibited an alert for a high out of range shock impedance measurement. Additional information was received that the device and the lead continued to exhibit high shock lead impedance measurements. No intervention has been performed or planned. The physician opted to monitor the patient via the remote patient monitoring system. The device and lead remain in service. No adverse patient effects were reported.

Event description:
New information received indicates that this device was explanted two years later for an unrelated reason.